Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.